Event description:
It was reported that pump experienced malfunction alarm. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy, and Technical Support arranged shipment of replacement pump.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.